Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t1 anchor did not trigger.¿ t1 and t2 were returned attached to suture but freed from the delivery needle. They were tainted and cinched. T1 was ¿v¿ shaped which occurs with having been pulled back through tissue post anchor. This confirms that t1 did deploy, but did not seat and secure properly. The depth limiter was attached. The needle was bowed toward the right and the delivery curve was slightly flattened. The device still cycled and actuated aside from needle damage. The symptoms align with difficulty reaching intended anchoring location. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. (B)(6).

Event description:
It was reported that during a surgery, the device t1 anchor did not trigger. A backup device was available to complete the procedure with no significant delay or patient injuries. Results of investigation have concluded that the t1 was ¿v¿ shaped which occurs with having been pulled back through tissue post anchor. This confirms that t1 did deploy which makes it a reportable event.